Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to rail. Field service engineer replaced the rail to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were unable to remove the medications due to drawer unable to open. There were no adverse events or injuries reported based on this incident.